Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: patient reported adverse event for gynecare prolift+m total implanted during pelvic surgery on (B)(6) 2010 submitted via 2210968-2019-80072.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2003 and the mesh was implanted. The patient experienced urinary incontinence and pelvic or perineal heaviness, cystocele stade 2, micturition disorders type of bladder emptying failure. The patient also had a pelvic surgery on (B)(6) 2010. In 2011, the patient experienced persistence of dyschesia, heaviness and nocturnal pollakiuria, and in 2013, sacral neuromodulation, dysuria, urination leaks, nocturnal pollakiuria, distal and protruding urethra which can be troublesome in contact with the pants. Actual status is pain in the loins and buttocks, vaginal and pelvic pain, defection problem, rectal compression, urinary incontinence and vaginal heaviness. It was reported that the patient is treated with pain medication and consultation at the pain center. The patient is also taking movicol for dysuria and very frequent urination and morphine after psychological follow-up. No further information is available.